Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted: device one was returned with a needle loaded in the device. Device one had a bottom button which had disengaged from device. Button plunger showed no signs of breakage or abnormalities. Device two was returned loaded with a bent needle. Needle was inspected under a microscope and was observed to have been bent at suture swage. Witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device two only, as device one could not be tested due to disengaged button. Device two was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two was found to not function properly as needle toggle outside of jaws and disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device as needle would hit bevel walls at times. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during total laparoscopic hysterectomy while closing the vaginal cuff, three of the suturing devices were difficult to toggle and kept dropping the needle. To complete the procedure, a fourth device was used successfully. There is no reported condition for two of the suturing devices. No patient injury or extension in surgical time. Patient status is alive, no injury.